Event description:
Event description guidant received information that during an induced ventricular tachycardia (vt) the patient rate broke on its own however the device double counted and delivered an inappropriate shock. The device is currently programmed to least. A technical service consultant recommended extending blanking period, increase rate cut off or possibly overdrive pacing. It was also reported that this device is at middle of life 2 (mol2) and is being used off label biventricular (biv). The physician complains that every time he has tried to remove the biv adapter prior to implanting a independent channel biv device, he cannot get the hex wrench to engage the set screws successfully and in the process, dislodges the lv lead.